Event description:
Information provided states that patient was implanted with forza ptc spacer and non-orthofix screw and rods. Approximately one (1) month post-op, x-rays revealed that the spacer was backing out. Patient became symptomatic in january and it was noticed via x-rays that spacer was impinging on nerves. Revision surgery was performed in march to replace straight ptc spacer with curved ptc spacer.